Event description:
Stopcock found to be cracked. Lipids backed up in tubing. Normal saline solution flushed. Pt became apenic. Bagged with 100% o2. Narcan given. Probable inadverentent fentanyl bolus. No further interventions required.